Event description:
It was reported that during a device interrogation, a high number of short interval counts (sic) were observed on the right ventricular (rv) lead. The rv lead sensitivity parameters were reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). It was noted beginning (B)(6) 2015, there were 110 ventricular sic and no episodes available to verify lead noise oversensing and inappropriate shocks. (B)(4).